Event description:
Device malfunction: balloon pinhole. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in a heavily calcified tibial artery, the fox sv did not inflate and a balloon pinhole was detected. The device was removed without difficulty and another fox sv was used to complete the procedure. There was no adverse pt effect. Though requested no additional info was provided.

Manufacturer narrative:
Eval summary: the complete device was returned with a stopcock attached to the side leg port. There were no kinks detected on the device. The balloon was filled with blood. The device was flushed and guide wire compatibility was performed. The balloon was inflated and a pinhole over the distal marker band could be detected. The marker did not show any abnormalities that could have caused the pinhole. The root cause for the pinhole could not be determine. No mfg issue was detected. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.